Event description:
Additional information received reported the overdischarge was caused by the patient not recharging her stimulator. There were no symptoms other than the stimulation was off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. An end of service (eos)/end of life (eol) message was reported. The patient had 3 overdischarge events in the past. The ins was interrogated the day of this call and upon interrogation it stated it was in discharge state and to charge. Charging was started and it then went to eos. A 0x8 error code was also reported. Follow-up was performed to determine the cause of the overdischarge, the symptoms the patient was experiencing, and the details of the previous overdischarges. This event will be updated if additional information is received.